Manufacturer narrative:
Unknown when patient's neck pain started. This report is for unknown pdc implant/unknown lot number. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Not explanted device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the purpose of the patient call was to inquire if the prodisc-c implant had a warranty. The patient reported having had neck problems for some time. In 2008 she received a series of two injections for cervical neck pain that relieved her symptoms. She had an automobile accident in 2010 that aggravated her neck pain symptoms and she received physical therapy and a series of six injections as treatment. These events eventually lead up to her surgery in (B)(6) 2012 where she had prodisc-c implanted at c5-6. The procedure was completed however she continued to have neck pain post-operatively. This complaint involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that on (B)(6) 2012 (based on previously reported information this date should really be (B)(6) 2012) she was implanted with a prodisc c artificial disc at the c5-c6 level of her cervical spine. On (B)(6) 2015 (based on previously reported information this date should be (B)(6) 2012) she was again in the operating room having a second implant of a prodisc c artificial disc at the c6-c7 level her cervical spine. This procedure was performed off-label. In (B)(6) 2015 it was discovered that the prodisc c artificial disc broke the vertebrae between the two levels and the metal disc itself slid into her spinal column and rested on the spinal cord. This required two additional surgeries and continued physical therapy to resolve. This report is for the post-operative pain related to the first implanted prodisc device. The event related to the off-label implant of a second prodisc device and subsequent issues are reported and captured under linked complaint (B)(4) (MFR number 2530088-2016-10102 and 2530088-2016-10101).

Manufacturer narrative:
Reported complained event; however, hospital address and phone number were surgery was performed was also reported in initial mw report #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is related to (B)(4) which addresses and reports additional events related to the subject device and the patient.

Manufacturer narrative:
(B)(4). Device history record review: supplier: (B)(4) ¿ manufacturing date: may 18, 2012 ¿ expiration date: april 30, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is linked to a maude with report # mw5062004.